Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 90% stenosed target lesion was an in-stent restenosis of an 8mmx4cm non bsc stent implanted 3 years ago in the external iliac artery. After a 0.035 non bsc guide wire crossed the lesion, a 6.0 x 20, 75cm mustang¿ balloon catheter was advanced for predilation. The balloon was slowly inflated for 3 seconds however the balloon ruptured at 4 atmospheres on the first inflation. The balloon did not came in contact with he edge of the implanted stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.